Event description:
Related to MFR report # 2183959-2012-03146. It was reported that a monarc was implanted (B)(6) 2009. Another ams device was also implanted on (B)(6) 2011. It was reported by the plaintiff's attorney that the plaintiff experienced emotional distress and a problem with the product.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).